Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the up arrow, down arrow and ok keypad buttons were sticking, sometimes hard to press and intermittently responsive. The issue has been reportedly occurring for 3 months. It was indicated that the keypad cover was dented but the keypad was still intact. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no patient impact associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The keypad button symbols were found to be worn off. The evaluation revealed that the contrast, up arrow and down arrow keypad buttons were intermittently responsive. The ok keypad button responded to button presses as expected. All of the keypad buttons were found to spring back and click back normally. There was evidence of contamination found under the key contacts.